Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that since implant, the stimulation threshold was at 2 volts (v). At a recent clinic follow up visit the threshold was noted to be at 2.75 volts. The lead was to be monitored and the patient was seen three weeks later where the thresholds was 3.25 volts. It was further reported the patient had diaphragmatic stimulation at 3.25v. Of note, it was stated "apparently the lead is about to fracture itself;" however, the parameters remain the same and the lead has good bipolar detection. The patient will be followed up to determine if the stimulation threshold continues to increase. No further patient complications have been reported as a result of this event.